Event description:
The end of the cup inserter broke.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The fractured tip was returned for evaluation. A complaint database search on the provided product code identified similar reports. Due to similar evaluations for the same failure, the root cause of the tip breakage is due to the pin that retains the tip failing due to wear out. Based on the root cause of product wear out, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.